Manufacturer narrative:
It was confirmed that the stylus tip and arrow did not align on the programmer's display screen.

Event description:
It was reported that the programmer's stylus touch pen was not working properly. The stylus was replaced and recalibrated, but the issues persisted. The programmer has been returned to service. There was no patient involvement.